Event description:
The customer reported via phone call that he had a scratched display on the insulin pump. Customer stated that it is really hard to read the screen. Customer stated that he thinks it started a few months ago from being on his hip. Customer stated that he cannot read the display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.